Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced three infusion set cannula kinked events on 10-jun-2024. Event occurred within a few hours of insertion. Patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.